Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing surgical stapling during a laparoscopic procedure, the stapler and the reload did not perform stapling from the third shot. The load that was on the third trip has stopped and cannot be used and both products could no longer be used. The stapler did not fire, the surgeon was able to press the green button and the handle couldn't be squeezed. They opened another stapler and another load to complete the case. There was no patient injury.